Event description:
It was reported to philips that the system was unable to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and analyzed the system log files identified that the pdu (power distribution unit) fan tray and dcps (direct current power supply) in the m-cabinet were defective. To resolve the issue, the fse replaced the pdu fan tray and dcps. After replacement, the system was returned to use in good working order and ready for clinical use. The pdu fan tray and dcps was returned for further analysis. Functional testing was performed and found there was a malfunction of the psu02. The codes were updated based on the investigation outcomes.